Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced ischemic cardiomyopathy. In (B)(6) 2012 the subject presented unstable angina and was referred for cardiac catheterization. The target lesion #1 was a de novo lesion located in the proximal rca with 100% stenosis and was 20 mm long with a reference vessel diameter of 4.00 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.00 x 20 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The subject was discharged 3 days after on aspirin and clopidogrel. In (B)(6) 2013 the subject was diagnosed with ischemic cardiomyopathy. In (B)(6) 2013 the subject was hospitalized. The subject was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).